Event description:
Pt underwent a catheter revision in 2003. Inadvertently the pump tubing was forgotten to be accounted for and pt received too much drug. The hcp calculated the catheter volume and not the pump tubing. The pt went home that same day without effect. Approximately 6 hours later the pt presented back to the hospital in respiratory arrest. The physician stopped the pump and used narcan without noticable improvement. He then tried diazepam and possibly another drug. The pt improved and extubated self. Was discharged and is doing fine.